Manufacturer narrative:
This report is submitted on march 08, 2022.

Event description:
It was reported that the patient's battery charger connection has melted. There was no allegation of serious injury associated with the issue and a replacement equipment was sent to the patient.